Event description:
A healthcare facility in another country, reported that a crack was found in an mr210 humidification chamber during setup. No pt consequence was reported.

Manufacturer narrative:
The device was not returned to the manufacturer for inspection. An investigation was carried out based on the event description and a photograph of the device provided to the manufacturer. Results: in the photograph an l shaped crack was observed on the side of the chamber, away from known stress points. Conclusion: because of the shape of the crack, and its position on the chamber away from known stress points, it is likely that the crack occurred as a result of an impact. All chambers are pressure tested during production and those that fail are rejected. This suggests the crack occurred post production, during transport, storage or use. Our monitoring and trending for this type of event shows a rage of occurrence worldwide for the last year of 0.0014%.